Manufacturer narrative:
A trumpf medical service technician inspected the device and found a gap at the junction of the monitor bracket and spring arm. The root cause was determined as normal wear on the locking segment. The technician replaced the locking segment and the device is functioning as designed.

Event description:
The monitor bracket on a trumpf medical surgical light began to separate from the spring arm. No patient or caregiver injury was reported.